Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of dislodgement of the t-lock extension set from the catheter and stylet assembly is confirmed, but the root cause could not be determined. One 5 fr powerpicc solo provena catheter with its inlaid 3cg stylet and a t-lock assembly were returned for evaluation. An initial visual observation of the returned catheter showed some use residues throughout the device. The t-lock extension set was observed to be removed from the catheter and stylet assembly upon the return of the device. The rubber stopper was inspected and it appeared to have a hole in the center which indicated the stylet may have been initially assembled correctly. The t-lock extension set was observed to have a clear liquid inside the tubing of the device. The catheter was observed to be trimmed at the 41 cm depth marker. Each lumen of the catheter appeared to have been flushed. It could not be determined if the device was misassembled or inadvertently removed during handling. Therefore, the root cause remains unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the stylet was within the PICC catheter upon opening but the rubber stopper t connecter was not. The kit was unusable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.